Manufacturer narrative:
It was reported that the error messages "safety-s" was displayed on pump 3 and "direct" on pump 1 and pump 2 did not boot up. The event occurred during a routine check. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The fst replaced belt kit and tacho strobe in pump 1 (direct error), control board in pump 2 (not booting) and safety system board in pump 3 (safety-s error). The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The defective parts not available for further investigation at the manufacturer. According to the getinge field service technician the environmental humidity conditions were not met by the customer. Therefor the most probable root cause could be determined according to the risk management file: (total) fail of device because of: short circuits, component failures (due to e.g. Oxidation) because of: - ingress of moisture or liquids. Based on the investigation results the reported failures "safety-s", "direct" and "pump not booting up" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in india during a routine check. It was reported that the a hl20 pump displayed the error message ¿direct¿. No harm to any person has been reported. Since the reported failure "direct" could lead to an unintentional pump stop a report is reuquired. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in india during a routine check. It was reported that the a hl20 pump displayed the error message ¿direct¿. No harm to any person has been reported. Since the reported failure "direct" could lead to an unintentional pump stop a report is reuquired. A getinge field service technician will be sent for futher investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on 2024-06-13. The fst replaced belt kit and tacho strobe in pump 1 (direct error), control board in pump 2 (not booting) and safety system board in pump 3 (safety-s error). The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The review of the non-conformities has been performed on 2024-07-17 for the period of 2016-01-28 to 2024-05-10. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-01-28. The defective parts were requested for further investigation. As soon as new information becomes available a follow up medwatch will be submitted.